Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the emergency lamp indicator blinks due to faulty spare lamp. However, the specific root cause of the faulty spare lamp could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for a diagnostic procedure (esophagogastroduodenoscopy/ugi endoscopy). There was a 3-4 minute procedural delay, the patient was not yet under anesthesia and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the issue occurred during preparation for use for a diagnostic procedure (esophagogastroduodenoscopy/ugi endoscopy). There was a 3-4 minute procedural delay, the patient was not yet under anesthesia and the procedure was completed with a similar device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; an e207 error was present due to a defective spare lamp (but the main lamp was working). Minor scratches were also found on the housing and back panel. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, the spare lamp was on and there was an e207 error. There was no patient harm associated with the event.